Event description:
The patient reported that the pump showed eight boluses that she did not program. The patient did not report any issue with low blood glucose associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history showed multiple zero unit boluses on (B)(4) 2011. The pump was exercised for 29 hours with no unprogrammed boluses occurring. A normal bolus and an audio bolus were performed successfully, and both were accurately recorded in the pump history. There were no hypersensitive or defective keypad buttons found on investigation. The complaint could not be confirmed or duplicated.